Event description:
Patient had yellow purlent drainage from one buttonhole and was otherwise symptom free. Blood cultures on the day of the event indicated that coag-stap was isolated. Patient was treated with vancomycin and cultures were negative on three occassions.